Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "high temperature" code was found in the ventilator's downloaded error log. The device's exhaust fan assembly, battery fan, and stirring fan were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "high temperature" code was found in the ventilator's downloaded error log. The device's exhaust fan assembly, battery fan, and stirring fan were replaced to address the issue. During the evaluation, the inlet air path assembly and removable air path foam were replaced due to preventative maintenance.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.